Event description:
It was reported that a loose connection was observed between the patient line on the cassette and the transfer set. The home patient (hp) stated it started to leak and they secured the line tightly. The event occurred during fill one on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the event. The technical service representative (tsr) assisted the care giver (cg) to end therapy so they could remove the supplies and the hp elected to finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.